Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2018 due to a high blood glucose of 486 mg/dl. Blood glucose at the time of the call was 436 mg/dl. Customer experienced symptoms related to high blood glucose such as diabetic ketoacidosis and reaction at injection site. The customer was wearing the insulin pump at the time of admission. Troubleshooting was performed. The nurse was unable to rewind the insulin pump. The insulin pump will be returned for analysis.